Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer needed assistance programming their replacement insulin pump. The patient's blood glucose level was unknown. The customer was assisted with reprogramming the pump. No further assistance needed. No further information was provided.